Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room due to intermittent stimulation in the right chest area. A chest x-ray showed the atrial lead in the superior vena cava. While testing, the right pectoral stimulation could be reproduced. Programming changes were made. Later that day, the same lead was re-positioned without issue. The patient was stable.